Manufacturer narrative:
The device history record was reviewed and product met manufacturing specifications. The actual devices from the reported incident were not returned to kimberly-clark for analysis. Devices from the same lot number were returned and evaluated and did not exhibit any failures. Additionally, there have been no similar complaints received by kimberly-clark involving the reported product and lot number. The directions for use state, "test the cuff, pilot balloon and valve of each tube by inflation/deflation prior to use." Without the return of the reported device we are not able to determine the root cause of the reported incident. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimbery-clark by the customer.

Event description:
Kimberly-clark received a report from (B)(6), stating," two incidents with 8 mm tube in the ambulance where cuff did not inflate (after filling it with 3 x 10 cc of air with a syringe). In the ambulance there is no time to test the cuff beforehand by inflating it." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).